Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the extract transform load (etl) job failures on the pyxis es reporting database, where logs showed buffer latch timeouts and performance related structured query language errors. A technical support specialist (tss) found that the database server was severely under specifications, running only 16 gigabytes random access memory with a very low memory capacity compared to the recommended minimum of 24gb ram and 16gb capacity, which led to resource contention and etl failures. Additionally, disk input output hardware errors were identified in the event viewer, indicating potential drive instability contributing to the problem. As an immediate mitigation, the structured query language (sql) memory capacity was increased and the database instance was restarted, after which the etl job ran successfully, but the environment was deemed unstable and required customer information technology (it) to address hardware health and upgrade server specifications. Further checks in etl confirmed that it was running successfully and no further errors found in event viewer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, inventory data was not interfacing, resulting in inability to perform refilling. There were no delay or adverse events or injuries reported based on this event.